Event description:
The external pulse generator which was returned for service as a result of having been dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the generator had been dropped, nor that its sensitivity readings were high and out of specification. Analysis did find that the upper and lower cases were broken and contaminated, that both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed and the keyboard was scratched. (B)(4).